Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 06, 2023.

Manufacturer narrative:
This report is submitted on may 16, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.